Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. It is visible in the picture sent that the oxygen dosing valve is leaking with 0.57 lpm the red alarm leds on the right side are not working. No oxygen over-pressure detected in the logs. Informed customer that oxygen valve and led board need to be replaced. Shipment initiated.

Event description:
Customer reported that alarm 379 - no oxygen dosing possible on this unit and alarm led on the right side are not working. There was no information provided regarding patient involvement at this time.